Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) with a description of, iol had a deposits noted within lens material. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The FDA product code 2944 reported in error it should be 1426 in original MDR. Qualified associated products were indicated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the reporter believes that the reported debris may have originated from the associated company plastic tip wrench.

Manufacturer narrative:
Additional information provided in b.5., and d.10. The manufacturer internal reference number is: (B)(4).